Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient was in a car accident-causing lead to migrate. A revision of the lead was attempted, but the lead became damaged and had to be explanted.